Event description:
Additional information received reported the patient was doing very well. It was noted that the patient met with one of the manufacturer representatives and all of the adaptive stimulation parameters were reset and the problem ¿seemed to be resolved.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the patient was in group c the stimulation would change ¿erratically.¿ it was noted that this had occurred a couple of times when the patient went from sitting to standing. It was noted that the patient felt the amplitude had jumped higher than she would have had it. It was noted that this occurred when the patient was getting out of bed and getting off of the toilet one time. It was noted that after it happened twice the patient changed to group b and did not feel erratic stimulation. It was noted however that group b did not provide the same coverage group c did. It was noted that there was no known accident or incident related to this complaint. It was noted that it started in the past 3 weeks. It was noted that they used the patient programmer and group c was active but there were no adaptive stimulation icons on the screen. It was noted that the reporter activated adaptive stimulation and stated that they did not see position for group c. It was noted that the patient should have adaptive stimulation enabled for groups a, b, and c. It was noted that the reporter activated group b then group a and they saw the positions. It was further noted that they went back to group c and did see positions. It was noted that the patient was sitting and the position of ¿upright¿ was correctly detected. It was noted that the patient laid down and it correctly detected the lying position. It was further noted that they could not recreate the experience of the patient feeling erratic stimulation while in the clinic and that amplitudes were changing as expected. It was noted that the patient did not have a higher ¿upright and mobile¿ amplitude setting. It was noted that electrode impedances were in range of 800-1050 and there were no out of range results. It was noted that the patient was programmed similar for all groups. It was noted that the patient was going to monitor. Additional information received reported that adaptive stimulation was working when the patient left the appointment. It was noted that the problem had reoccurred and the patient had turned stimulation off. It was noted that the patient did not plan to use it again until she saw the doctor and manufacturing representative on the day following report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.